Manufacturer narrative:
The event of a stroke is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time.

Event description:
Patient's friend reported "that the patient experienced a stroke, diagnosis of fibromyalgia, and vertigo after implant with breast implants". Manufacturer of the device is unknown. This record is for the left side. The status of the device is unknown.